Event description:
.

Event description:
It was reported that during a lobectomy procedure, on the first firing, the device was reported to fire normally, but the staples did not close. It was being fired across the bronchus which was reported 'not that thick.' This was detected visually. The staple line was over sewed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. Per event description, it should be noted that partially formed and unformed staples are obtained by not closing the device completely before firing the device. The sequence starts by squeezing the closing trigger and the handle fully together until a second click is heard. The closing trigger is now latched to the handle and the jaws are clamped onto the tissue, which is ready to be stapled. The firing trigger will simultaneously move down to the ready-to-fire position. Continue to grasp and manipulate the instrument using the closing trigger until ready to fire the instrument. Do not grasp the firing trigger before the instrument is to be fired. If the firing trigger is grasp before the device is latch completely, it can result in the device ejecting staples. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.